Manufacturer narrative:
Investigation - evaluation: a review of dimensional verification, functional testing, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control data, and visual inspection of the returned complaint device was conducted during the investigation. One catheter was returned with no obvious biomatter present. The mac-loc was in the locked position. The catheter tubing was able to twist within the cap, but was not able to be pulled out. The cap was not able to be untwisted from the mac-loc. There were 2 threads between the mac-loc and the cap. The tubing was then occluded with hemostats in order to pressurize the proximal assembly. Water immediately leaked out of the connection between the tubing and the cap. Review of the device history record shows four nonconforming events which were not related to the reported failure mode. All nonconformances were scrapped prior to completion of the final lot. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient was undergoing a percutaneous transhepatic biliary drainage (ptbd) procedure using a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The customer reports that 'there was no air pressure within the catheter and the air was leaking from the catheter hub." The patient underwent removal and replacement of the device. There are no reported adverse patient consequences related to this event. The device is reportedly available for evaluation; however it has not been received by the manufacturer as of the date of this report.